Event description:
A customer contacted beckman coulter regarding falsely high glucose (glum) results generated by the unicel dxc 800 pro synchron clinical systems instrument. The customer indicated that falsely high glum results were reported for several patients. The glum results were higher than expected. The customer repeated of all the samples tested for glum on that day on a different instrument in their lab and obtained low results. The actual results were not provided. However, an example was provided (original glum result was 13mmol/l, repeated glum result was 7mmol/l). The customer contacted the physicians to report the correct glum results. No effect to pt treatment was reported as a result of this event.

Manufacturer narrative:
The customer runs qc every hour and the results were within the range. No other chemistries were affected at the time of the event. Replacement of the glucose reaction cup assembly resolved the issue. The glucose cup assembly removed from the instrument will be evaluated by beckman coulter. The pt treatment was not affected in this event. The samples were retested and corrected results were reported. Although hardware was replaced, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.